Event description:
Rptr had tmj implants in both jaws to reduce headaches and jaw and ear pain. She could not tell any change after surgery. She had an MRI 10/13/93 that showed fragmentation of the implants and granulation and scarring. She was supposed to have surgery to have the implants removed but the insurance co refuses to pay and she is unable to afford this financially.